Event description:
Per the clinic, the patient experienced facial nerve stimulation and the initial implantation resulted in an electrode tip fold-over. The device was re-positioned to remove the tip fold-over on (B)(6) 2022.

Manufacturer narrative:
This report is submitted on december 5, 2022